Event description:
In 2006 the lay use/reporter (pt's daughter) contacted lifescan alleging that the one touch ultra was reading inaccurately high compared to another meter and to the pt's symptoms. The customer care advocate (cca) verified the following, the meter was set up correctly, the test strips were in good condition, and the correct testing/cleaning technique were used. The med affairs spec spoke with the reporter in 2006 to obtain/verify the following info. Around 9am in 2006, the pt got "72 mg/dl" before her breakfast with no symptoms. The pt ate her breakfast (cereal and tea) and then half an hr later took 30 n=units novolog, which was just prescrived to her the day before from her dr. About 10:30am, the pt retested on her meter and got "135 mg/dll" with no symptoms. Then between 10:30-11:30am, the pt was sleeping ok but then her son-in-law found her having one of her "low sugar spells" (incoherent and clammy). At 11:30am, the reporter tested her blood sugar and got "245 mg/dl", which she felt did not correlate with the pt's symptoms. Based on the pt's symptoms, the reporter attempted to treat her low blood sugar symptoms with cramberry juice and soda while her son-in-law called the paramedics. About 10 mins later, the paramedics arrived. The pt tested at "16 mg/dl", on the paramedic's meter and was given glucose (IV) , which revived her within 5 mins. The pt was retested on the paramedic's meter and got "192 mg/dl" prior to the paramedic's depature.the paramedics called the pt's dr who advised the pt not to take any lantus or novolog for now but can continue taking humalog (sliding scale) while using the reporter's one touch ultra meter until the meter replacement arrives. Based on statistical methodology, the calculated difference of the blood glucose results ("245 mg/dl" on pt's meter and "116 mg/dl" on paramedic's meter) exceeds lifescan's criteria for accuracy between two meters. The cca replaced the meter, test strips, and control solution.